Event description:
A user facility certified clinical hemodialysis technician (ccht) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Treatment was discontinued and the patient's blood was not returned. Upon follow-up, the clinic manager (cm) stated immediately after initiation of hd treatment, blood was noticed leaking from a crack in the dialyzer head. Per cm the blood leak was external. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 300ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were three other complaints reported against the lot. The complaints address three patient's having a reaction to treatment (from the same clinic), which are unrelated to the current event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Treatment was discontinued and the patient's blood was not returned. Upon follow-up, the clinic manager (cm) stated immediately after initiation of hd treatment, blood was noticed leaking from a crack in the dialyzer head. Per cm the blood leak was external. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 300ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.